Event description:
Related manufacturer number: 3006705815-2022-16697, 3006705815-2022-16698. It was reported the patient experienced increasing pain at the ipg site. As a result, surgery may occur later to address the issue.

Manufacturer narrative:
Date of even tis estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.